Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The circuit ID board was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.